Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to the user not restarting the pump after changing the syringe, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported patient was off subcutaneous remodulin for about 14 hours overnight. Patient said pump had alert on display when waking up in morning. Patient changed syringe last evening, may not have restarted pump. Pump replacement sent. Patient is feeling a little short of breath and oxygen saturation is a little low. Patient is anxious and having a bit of a panic attack. Oxygen levels go up and down a bit after a site change because she will get a surge of medicine. Levels got better and then she was more short of breath today. Oxygen is back to normal now. No further details provided.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.